Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 1627487-2020-00496.

Event description:
Related MFR report: 1627487-2020-00496. It was reported the patient experienced some fluid discharge at the scs system lead site. The patient stated she experienced some yellow pus like drainage around the base of the neck since last summer, but mostly at night. The patient stated this fall in nov. The dr prescribed two rounds of antibiotics. The area was dried for now, but there was a bit of a pea size scab. The patient stated the area was not red or swollen.